Event description:
The customer reported alarms are not working at their philips information center ix (pic ix) after telemetry was re-configured. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) made multiple, unsuccessful attempts at contacting the customer to troubleshoot. No further information is available. The cause of the malfunction was not identified. The resolution is unknown. If additional information is received, this record will be reopened and updated accordingly. No further investigation or action is warranted at this time.